Event description:
It was reported that the customer noted air bubbles coming from the bottom of the reservoir near the seal or o-rings when the customer used the plunger to get insulin inside the reservoir. The customer mentioned that insulin was leaking into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.